Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and the external interface board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system wound not boot up. No pt injury was reported.